Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer called tech support asking about retrieving the pumps history logs. She stated that she wants to send the pump in for evaluation of a possible incorrect delivery.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: the reported issue was not present during investigation. Secured loose connector of stepper motor to motherboard delivery accuracy tested in spec.